Manufacturer narrative:
Manufacturer's initial report date: (B)(4) 2011. (B)(4). Additional data/failure investigation: customer discovered physical item obstruction causing drawer failure. Customer resolved.

Event description:
Customer reports drawer on pyxis anesthesia system failed. No patient present.